Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated at the patient's home. Despite multiple troubleshooting attempts, including reconfiguring settings and using magnets, communication with the device failed. Tachyarrhythmia therapy remains off, and a prm connection is planned as a final step. No immediate clinical impact was reported. No adverse patient effects were reported. This device remains in service.